Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25mmx32mm promus premier¿ drug-eluting stent was used. The device was removed and broke approximately 20cm from the hub, outside of the patient. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device lot number corrected from 18237657 to 0018115883. Device expiration date corrected from 12/17/2016 to 11/09/2016. Device manufactured date corrected from 08/16/2015 to 07/08/2015. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25mmx32mm promus premier drug-eluting stent was used. The device was removed and broke approximately 20cm from the hub, outside of the patient. The procedure was completed with another stent. No patient complications were reported.